Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient's parent reported that 2 infusion sets fell off during use. The infusion set was in use for not more than 24 hours. No further information was available.